Event description:
Customer called for assistance with her contour ts. While troubleshooting, it was discovered there were some missing segments. No adverse event was alleged. Meter was replaced. Customer was advised to return her meter for evaluation